Event description:
It was reported that the patient was dissatisfied with the placement of the tactra device, as the cylinders did not extend to the glans. Consequently, the device was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of disfigurement and the reported allegation of length too short are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient was dissatisfied with the placement of the tactra device, as the cylinders did not extend to the glans. Consequently, the device was explanted and replaced with an inflatable penile prosthesis (ipp). No patient complications reported.